Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on april 13, 2020. Device evaluation summary: according with the information received, the patient experienced a deflation of the breast implant. During visual evaluation of the sample no apparent damage was observed. Leak testing was performed in accordance with mentor's procedures. There were no leak sites confirmed. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on march 2, 2020. An explant was scheduled for (B)(6) 2020. 2. Is other serious- uncheck 2. Is required intervention- check additional information was received on (B)(6) 2020. In addition to the issues reported previously, right sided pain was also noted. When the devices were explanted, bilateral prosthesis replacement with mentor smooth round moderate profile 375cc saline prostheses was performed. The mentor failure analysis lab received the device for evaluation (B)(6) 2020. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent primary breast augmentation with mentor smooth round moderate profile 275cc saline prostheses experienced bilateral deflation post procedure. The deflation has not yet been confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-10985 for contralateral prosthesis report.